Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during kit inspection, the unit was in need of repair as the motor did not rotate smoothly. There was no patient involvement. Due diligence is complete.